Manufacturer narrative:
The ventilator did not malfunction on the day of the event. Instead the ventilator was set to the standby mode and was not restarted from the standby mode to resume ventilation. The ventilator is set to the standby mode from ventilation, by pressing the start/stop (standby) ventilation key, whereby a pop-up dialog window appears requesting the user to confirm by pressing "yes". After confirming, the puffing ventilation sound stops, ventilation curves and measured values are replaced by a large window on the screen, displaying "standby". Resuming ventilation is the reverse and is done by pressing the same start/stop (standby) ventilation key. The standby mode is, by design, a "safe mode" which under normal use, cannot be bypassed prior to or after ventilation. It is a mode where preparations are done before turning on ventilation, and, is the mode to go back to after ventilation. In this mode, the standby text is clearly displayed on the screen and no ventilation curves or measured values are displayed. In addition, the ventilator's puffing ventilation sound is quiet. The predecessor ventilator referred to, was developed in the late 80s and its production ceased in 2004. The ventilator system in this report was introduced to the market in 2001 as a new ventilator, not a modification. Our records show that the site has several ventilators of the new type, and has been using them since 2003. Our conclusion in the matter is that the root cause of the event was user error. Reference exemption #: (B)(4).